Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2007. Later pt experienced erosion, extrusion, infection, pain, urinary problems, bowel problems, bleeding, dyspareunia, recurrence and neuromuscular problems.